Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump sometimes delivers too much insulin while bolusing, and then sometimes it was not delivering enough insulin. The blood glucose reading was 245mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned having low blood glucose for the past two months. Performed the displacement test and passed. No further information was provided.